Event description:
Heathcare professional reported that a patient was injected 3ml in the lateral to medial cheek, upper lip, chin, and neck with SKINVIVE by JUVÉDERM®, patient presented with lumps, swelling, and erythema. Hyaluronidase was given as treatment, providing immediate relief of swelling and erythema. The event is ongoing.

Manufacturer narrative:
Clarification to E.1. Phone Number: (b)(6).Clarification to H.6. Type of Investigation Code: The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation.The event is a physiological complication and analysis of the device generally does not assist Abbvie in determining a probable cause for this event.Further information regarding event, product, or patient details has been requested. No additional information is available at this time.A review of the Device History Record has been initiated. If any new, changed or corrected information is noted, a supplemental MedWatch will be submitted.This is a known potential adverse event addressed in the product labeling.